Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 9th, 10th, 11th and 31st distal stent wraps with struts raised. There was slight flaring of the distal tip. There were kinks along the distal shaft. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent to treat a mildly calcified and mildly tortuous mid lad lesion exhibiting 79% stenosis. No damage noted to device packaging and no issues were noted when removing the devices from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed successfully. The lesion was pre-dilated. During the procedure, it was reported that resistance was encountered but no excessive force used during delivery. Stent deformation in vivo during positioning occurred. The device did not pass through a previously deployed stent. The physician completed the procedure with another stent. No patient injury reported. Please note that this device, resolute onyx, is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.